Event description:
Hold jh 10/13it was reported during da-vinci assisted cholecystectomy surgical procedure, the permanent cautery hook had an unspecified unknown issue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 29-jun-2022: no other information could be provided regarding the instrument. The instrument was initially identified during central processing.

Manufacturer narrative:
Concomitant medical products - intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed thermal damage on the monopolar yaw pulley. There was no damage found on the conductor wire. The pch passed the electrical continuity and successfully delivered energy. The fa determined that the root cause of the thermal damage on the instrument monopolar yaw pulley was typically attributed to mishandling and misuse. A review of the device logs for the permanent cautery hook (part# 470183-14 / lot/serial# (B)(4) associated with this event has been performed. Per review of the logs, the permanent cautery hook was last used on 16-mar-2022 via system serial# sk0331. There were 4 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device likely did not pass recognition or an issue was identified before installation on the reported event date. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: based on the additional information obtained from failure analysis investigation, it was confirmed that there was evidence of thermal damage to the yaw pulley indicative of mishandling and misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.